Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. More than two years have passed since the manufacture of the device in question. The fact that there is no problem in the electrical contact point of the scope, the cable connection, and that it occurs in the 190 scope, it is assumed that the b30 error was informed because of the accidental failure of the board which interfaces the communication signal with clv-190 or cv-190 scope, it becomes impossible to communicate normally between the scope and the processor. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel, and began troubleshooting the error codes. It was confirmed that foreign objects (residue, grease, lint, etc.) Were present on the scope of the device. Tac personnel clarified the correct reprocessing steps and system settings. The issue continued to persist, so it was recommended that the device be returned to the san jose facility for repair/evaluation. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the evis exera iii video system center was displaying error codes e216 & b30 when used in conjunction with the clv-190. There was no patient harm or consequence reported as a result of this event.